Manufacturer narrative:
Additional product code: dqe, dqo, and kra. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the blue lumen of a swan ganz catheter was completely severed in half after developing a hole in the proximal port. A mixture of patient blood and dextrose 5% leaked from the port. An arrow cordis 8.5fr was used in the case. Once the malfunction was noticed, the swan ganz was removed from the patient. Issue occurred 5 days post insertion. There was no patient harm.